Manufacturer narrative:
Citation: ben abdallah I, et al. Covered stents as a first-line treatment for vascular access complications during transfemoral tran scatheter aortic valve implantation: eight-year experience from a single center. Angiology. 2021 jan;72(1):70-77. Doi: 10.1177/0003319720950148. Epub 2020 aug 19. Earliest date of publish used for date of event. Medtronic products: accutrak delivery catheter system (PMA# p130021, product code npt), enveo r delivery catheter system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of covered stents as first-line treatment for vascular access complications after transfemoral transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between january 2010 and january 2018. Of the 74 patients included in the study population (predominantly female, mean age 81.6 years), 31 patients underwent transfemoral tavi with the medtronic corevalve/accutrak or evolut r/enveo r valve systems. No unique device identifier numbers were provided. Among all patients, four deaths occurred within thirty days of tavi. No correlation was made between medtronic product and the deaths. Among all patients, adverse events included: major vascular access complications (consisting of non-medtronic percutaneous closure device failure, dissection, occlusion, perforation, pseudoaneurysm, or stenosis) requiring ultrasound-guided compression, covered stent implantation, open surgical repair, or conversion to open repair. Additional adverse events noted in the article: lower limb ischemia with compartment syndrome after open repair requiring thrombectomy of the iliofemoral bypass and fasciotomy, blood transfusion (1-3 units or = 4 units), and groin local complications. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.